Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 7435, serial# (B)(4), implanted: (B)(6) 2003, product type programmer, patient; product ID 748925, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 748925, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3998, lot# lb6154, implanted: (B)(6) 2003, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was implanted with an implantable neurostimulator that was past its use by date. No additional information was reported.